Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's right ventricular (rv) lead capture threshold and pacing impedance highly increased shortly after this patient had an implantable pulse generator (pacemaker) replacement. Technical services (ts) reviewed the case and noticed extremely high energy consumption and premature battery depletion as well on this patient's pacemaker, which indicates possible integrated circuit failure. Ts recommended to replace this patient's pacemaker as soon as possible. Subsequently, this patient's rv lead and pacemaker were surgically abandoned and explanted, respectively. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead capture threshold and pacing impedance highly increased shortly after this patient had an implantable pulse generator (pacemaker) replacement. Technical services (ts) reviewed the case and noticed extremely high energy consumption and premature battery depletion as well on this patient's pacemaker, which indicates possible integrated circuit failure. Ts recommended to replace this patient's pacemaker as soon as possible. Subsequently, this patient's rv lead and pacemaker were surgically abandoned and explanted, respectively. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.